Event description:
The facility reported heparin that infused at a different rate than initially programmed. The pump was reportedly programmed for a primary infusion at a rate of 125ml/hour and a piggyback infusion of heparin at a rate of 13ml/hour. The heparin infusion was reportedly found to be delivering at the primay rate of 125ml/hour. The hospital's registered nurse stated that the event was noticed very quickly and no adverse events took place as a result. Despite baxter's efforts to obtain additional information, no information was available regarding volume to be infused or patient demographics.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.